Event description:
It was reported that high lead impedance was noted on a programming diagnostics for the vns lead. X-rays were reviewed in the hospital but no anomalies were found. The x-ray reviews indicated that the patient also had cervical spine pain and shortness of breath, but it did not note any relationship to the vns. The x-rays will not be sent to the manufacturer for review. Additional attempts to contact the physician have been unsuccessful to date. The vns was not disabled at the physician's discretion despite manufacturer's recommendation to do so.

Event description:
The patient had a full replacement surgery on (B)(6) 2013. The lead pin was reinserted into the generator before the lead was explanted. The system diagnostics after re-inserting still showed high impedance with dcdc = 7.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's surgery has been scheduled; however, has not occurred to date.

Event description:
New information was received on 07/15/2013 which provided the patient's implanted vns lead information. The device history report was reviewed and no unresolved non conformances were found.

Event description:
New information revealed that the patient was referred for a full revision and the x-rays were sent to the surgeon. The surgeon noted no anomalies however the possibility of a micro-fracture was still possible. The physician decided to leave the patient¿s vns generator on regardless of the manufacturer recommendation to turn the generator off to 0ma. According to the physician the patient is not experiencing any adverse events. New information received revealed that the patient is scheduled for surgery on (B)(6) 2013.

Event description:
It was reported that the patient went to the or on (B)(6) 2013 for his procedure but the surgery was postponed. The patient's surgery is unknown to date.

Event description:
The patient¿s explanted lead and generator were discarded following surgery.